Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as there was moderate angulation where the aneurysm and the iliac joined and there was also narrowing of the native artery due to moderate calcification. One day post procedure the patient had lower leg pain. The CT revealed that the contralateral side was kinked at the native bifurcation and the stent grafts were occluded proximal to the flow divider of the bifurcated stent graft. The physician implanted two balloon expandable bare metal stents bilaterally and restored blood flow. The cause of the occlusion was most likely do to the angulation in the iliac limb and the narrowing in the native artery. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Several pre-implant cta's reviewed showed that the distal aortic diameter was approx 15 - 18mm; and ringed with calcification. The iliacs were moderately tortuous and also calcified. Films 1-day post implant show that the ipsi limb was placed up the left side, and the limbs were crossed. The contra (right) limb was occluded beginning just below the flow divider, near the bifur gate. The contra limb was found compressed nearly flat within the distal aorta, and then opened distally, but remained occluded. The ipsi limb was patent with no noticeable kinks observed. The primary cause of the occlusion appears to be due to the small and calcified distal aorta.

Manufacturer narrative:
(Film).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (angulation in the iliac limb and the narrowing in the native artery), device failure/lack of effectiveness related to patient condition (angulation in the iliac limb and the narrowing in the native artery).